Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results found that a bcd10 device was returned outside its package and a plastic bag with the tip of the shaft. In addition, the tyvek was returned along with the instrument. Upon evaluation, the dissector tip was found separated from the shaft, evidence of adhesive was found in the tip of the shaft as the cotton appears to have been pulled off. No conclusion could be reached as to what may have caused the reported incident. The complaint was confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that during a laparoscopic pneumonectomy, the tip of the device fell inside the thoracic cavity. The fallen tip was retrieved and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.